Event description:
During troubleshooting of a drain line alarm that appeared on the homechoice (hc) display during dwell 7 of 7, the home patient (hp) revealed that she was not able to disconnect the drain line from the drain bag. The technical service representative (tsr) assisted the hp to end the therapy and advised to notify the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for the reported issue of not able to disconnect the drain line from the drain bag, was not confirmed. A root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.